Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump charge/battery lasted less than expected, had failed the battery test, and was rejecting batteries, keypad/button error as the keypad buttons became unresponsive as buttons were sticky, damage (physical or cosmetic) with cracked chips, no delivery/occlusion alarm, backlight anomaly, prime/fill anomaly, rewind anomaly, frozen screen, reprogram alarm, a lost setting whenever changing the battery, and insulin flow blocked due to all other. The customer reported no adverse events. The event involved products mmt-1780kpk, mmt-332a, and mmt-243a. The customer reported a short battery life or a low battery alarm. The customer reported receiving a battery-failed alarm. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported the pump was dropped/ bumped, and/or the pump has possible physical or cosmetic damage. The customer reported a past insulin flow-blocked alarm. The customer reported a backlight anomaly. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for mmt-243a.